Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2017, the patient had a cartiva implant placed in her right great toe joint/first metatarsophalangeal joint. It is further alleged that the cartiva implant subsided into the bone which will require the patient to undergo surgery to remove the implant, bone debridement and fusion.

Manufacturer narrative:
The reported device is not available as it is the subject of a legal matter. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2017, the patient had a cartiva implant placed in her right great toe joint/first metatarsophalangeal joint. It is further alleged that the cartiva implant subsided into the bone which will require the patient to undergo surgery to remove the implant, bone debridement and fusion.